Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the machine was not responding. Something happened and they did not charge enough. The caller then stated that it was recharged but it would not respond to anything. No patient symptoms were reported. It was unknown when this event started. No further complications were reported.